Event description:
I had vision icl surgery on my right eye on (B)(6). I start to have flashes and bad shadow on the vision field post op #3. I had similar complications after I had the vision icl on the left eye, which was done on (B)(6) 2016. Retina exams were normal for both eyes. My doctor could not explain what is or why I have it.